Manufacturer narrative:
Exemption number e2015012. B. Braun medical inc (importer) is submitting this report on behalf of b. Braun avitum ag (manufacturer). This report has been identified as b. Braun medical internal report (B)(4). Additional information has been requested from the facility and the investigation into the reported event is on going at this time. A follow up report will be provided when the results of the evaluation become available.

Event description:
As reported by the user facility: customer reported that the machine was used on a patient and they went home lighter than they should have been, approximately 1kg lighter. No patient injury reported.

Manufacturer narrative:
Exemption number e2015012. B. Braun medical inc (importer) is submitting this report on behalf of b. Braun avitum ag (manufacturer). This report has been identified as b. Braun medical internal report (B)(4). In a follow up with the biomed from the facility, it was confirmed that there were no alarms during therapy. No malfunctions were noted. The biomed, reported that he checked the conductivity sensors and throttle valves. No issues were identified. He also ran a mock therapy and found the uf removal to be within 3% of target (within limits). No malfunctions were identified. The machine was released for operation. No components were replaced on the machine. The data record of the dialog+ machine for the complained therapy was not available for investigation, but the technician showed that there was no product deviation and no malfunction. There might be different reasons for a deviation from the patient's target weight which are not related to the dialysis machine. It is known that in general there are various factors which have an influence on the ultrafiltration accuracy, such as food/beverage during therapy, additional volume given to the patient (e.g. Saline solution), etc. Without further information it is not possible to determine if there was an ultrafiltration deviation. The investigation by the technician showed no uf deviation or other defects of the device. Therefore a defect of the device can be excluded since there is no product deviation, no further measures will be started. If additional pertinent information becomes available, a follow up report will be submitted.